Event description:
During installation of the device, the rep reported the heart lung console would not operate on battery power. The service rep replaced the power mgr board, but the same results were observed. The service rep then replaced the batteries, and the heart lung console began to function as expected. Since the event occurred during installation of the device, there was no pt involvement during this event.

Manufacturer narrative:
Investigation anticipated, but not yet begun.